Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2024, it was reported by a sales representative via email that the twist of part of the tension tight shaft of an ar-2350 knotless tensiontight button implant system would not release the button. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when inserting the button.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/11/2024: this was discovered during a proximal biceps procedure. Everything was removed from the patient. The case was completed using another ar-2350 knotless tensiontight button implant system.